Manufacturer narrative:
On an unreported date in 2016, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin (dose, frequency and route not reported) for peritonitis for two weeks initially. On an unreported date 2 weeks later, the patient discontinued treatment with vancomycin. The patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with voriconazole (400mg, twice daily) intravenously (IV) for peritonitis with culture positive for paecilomyces species. On an unreported date the next month, the dose of voriconazole was reduced to 200mg twice daily. On an unreported date, the patient began treatment with micafungin (100mg once a day) IV for peritonitis with culture positive for paecilomyces species. During the time of report, the patient was continuing treatment with voriconazole and micafungin and the patient was still recovering in the hospital. The dianeal therapies were discontinued and on the same day, the patient switched to hemodialysis (hd). No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported the peritonitis occurred on (B)(6) 2016 (previously reported as on an unreported date in 2016). Should additional relevant information become available, a supplemental report will be submitted.